Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an optical sensor module failure alarm. They switched to pressure from the inner lumen. The pt was switched to another iabp and used fiber optic pressure to complete therapy. No pt injury was reported.

Manufacturer narrative:
The company service rep suggested that the optical sensor module be replaced; however, the customer's third party service group speciality evaluated the iabp and did not swap the module. Ref: (B)(4).